Event description:
It was reported that during some type of radiation/chemical infusion therapy, the involved equipment/device set attachments became separated/detached resulting in leakage/spillage and exposure. It was also reported that the pt and affected clinicians/operators were evaluated/treated for the exposure and that no injuries occurred. Per facility protocol, the affected room and the adjacent lab were shut down for two days to facilitate clean up and decontamination activities. Limited info provided/available regarding the identity of the involved equipment and devices, the set-ups that were in place, device usage info etc. Multiple requests by the MFR for additional incident, device specific info have been unsuccessful. It was reported that the clave connector device and the concomitant devices were discarded. This report is being submitted as a precautionary measure and does not constitute an admission that the clave connector caused or contributed to the reported incident.

Manufacturer narrative:
It is unclear what, if any involvement the clave connector had with the incident or whether the incident occurred as a result of user error, set-up application or a malfunction of the other involved devices, equipment and or alarmed monitoring devices. Cause of the incident is unk.